Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. The implant date is on or about (B)(6) 2008. Occupation: other, litigation paralegal. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter migration and thrombus. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapeasevena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter migration and thrombus. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expense, pain, suffering and other damages.

Manufacturer narrative:
Corrected data: section d4: the corrected lot number has been entered - r0608551. Section b5: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of extensive deep vein thrombosis, pulmonary embolism, gastric bypass operation, morbid obesity, arthritis and an unspecified problem with his right knee. The filter was implanted prior to knee replacement surgery. The filter was deployed at the l2 level. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter migration and thrombus. Nine months after the implant procedure, the patient's inferior vena cava had extensive thromboses extending into the iliacs and lower extremities. The patient had an angioplasty and stenting of the inferior vena cava. There was residual stenosis in the left iliac system of approximately 60-70%. Per the patient profile form (ppf), the patient experienced blood clots, clotting and or occlusion of the inferior vena cava, the device is embedded in the wall of the inferior vena cava and the device is unable to be retrieved. The patient also experienced leg cramps, constant unspecified cramps, dizziness, fear and his sex life has changed. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to (B)(4)% of patients. Anxiety, dizziness, cramps and changes in sexual desire/performance do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data section d4: the lot number provided was incorrect. The image provided is illegible. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of extensive deep vein thrombosis, pulmonary embolism, gastric bypass operation, morbid obesity, arthritis and an unspecified problem with his right knee. The filter was implanted prior to knee replacement surgery. The filter was deployed via the right groin. It was placed at the l2 level. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter migration and thrombus. Nine months after the index procedure, the patient's inferior vena cava had extensive thromboses extending into the iliac veins and lower extremities. The patient had an angioplasty and stenting of the inferior vena cava. There was residual stenosis in the left iliac system of approximately 60-70%. Per the patient profile form (ppf), the patient experienced blood clots, clotting and or occlusion of the inferior vena cava. The form also states that the device is embedded in the wall of the inferior vena cava and the device is unable to be retrieved. The patient also experienced leg cramps, constant unspecified cramps, dizziness, fear and his sex life has changed. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, cramps, dizziness and sexual function deviation do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of extensive deep vein thrombosis, pulmonary embolism, gastric bypass operation, morbid obesity, arthritis and an unspecified problem with his right knee. The filter was implanted prior to knee replacement surgery. The filter was deployed via the right groin. It was placed at the l2 level. Nine months after the index procedure, the patient's inferior vena cava had extensive thromboses extending into the iliacs and lower extremities. The patient had an angioplasty and stenting of the inferior vena cava. There was residual stenosis in the left iliac system of approximately 60-70%. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and or occlusion of the inferior vena cava. The form also states that the device is embedded in the wall of the inferior vena cava and the device is unable to be retrieved. The document goes on to state that a removal would be risky and there has been no attempt to remove the device. The patient also experienced leg cramps, constant unspecified cramps, dizziness, fear and his sex life has changed. The filter was implanted prior to knee replacement surgery. The date of event has been provided (B)(6) 2009. Additional information is pending and will be submitted within 30 days of receipt.